Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient complained of discomfort and felt like they "hit a wall" while they were exercising. Device telemetry noted that the right ventricular (rv) lead exhibited t-wave oversensing (twos). However, after the twos went away, the implantable pulse generator (ipg) would not track their sinus rhythm due to auto post-ventricular atrial refractory period (pvarp). The lead and device were reprogrammed and remain in use. No patient complications have been reported as a result of this event.